Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech. Called in for help on error on 8100 unit. Failure device type: alaris system instrument failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech. Confirm to me before call in he connect the unit to 8015 unit and the error did come up "check IV set" but he was able to clear error and run a 500ml infuse on unit and the error never came back up, had tech. Power 8015 unit off back on yes to new patient no error came back up on unit, explain error could have been cause a patient side occlusion and that could have happen if the nurse did not ensure that the administration set is correctly installed. But at tis time with all the test you have ran the unit seems to be ok. At this point tech thank me for my assist.